Event description:
Additional information stated culture results were received. Rare escherichia coli was the culture result for the right corpora taken on (B)(6) 2019 (day of explant).

Manufacturer narrative:
This follow-up MDR is created to document the additional information and conclusion of the investigation. The device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of infection quality accepts the physician's observations as to the reason for surgical intervention. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was an infection (sent for cultures). The inflatable device was explanted and replaced with a malleable device.